Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 53 mg/dl at the time of incident and current blood glucose level was 129 mg/dl. Customer was using auto mode feature on insulin pump. Customer did not receive a sensor glucose value not available alert and calibration not accepted alert. Customer did receive a change sensor alert. The insulin pump will not be returned for analysis.